Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 400 mg/dl with ketones. Reportedly, the bg level was caused by the customer using off-label insulin (insulin type not provided). Bg was treated with insulin. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.